Event description:
Routine neurosurgery, pt contracted meningitis five days post surgery. Pt had high white cell count. Pt was treated for two weeks. Headache and fever returned. Four days off antibiotic and pt had spikes in temperature. Tests were performed: cultures taken, nothing growing (neutrophils). However there was enhanced fluid around the (lyoplant) patch. It appeared to be infected. In 2004: lyoplant was removed and replaced with human tissue. At the time of reporting the pt was doing better.